Event description:
A report was received that the patient's scs system stopped working. The patient underwent an explant procedure.

Event description:
A report was received that the patient's scs system stopped working. The patient underwent an explant procedure.

Manufacturer narrative:
Date of event: (B)(6) 2008. Additional suspect medical device components involved in the event: model #:sc-8120-50. Serial #: (B)(4), description:artisan surgical lead, 50cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The patient's claim of the device stopped working was not verified. The representative informed her that the device was in hibernation. The functional tests were performed to ensure the device's functionality. The ipg exhibited normal device characteristics. The paddle lead was pulled and cut. As a result, one of the electrode cables was broken near the electrode pad. This damage was a result of a typical explant procedure and it was not considered a failure.